Manufacturer narrative:
A patient experienced headaches and vomiting during a trial was reported to abbott. As a result, the trial leads were pulled from the patient and the symptoms were no longer occurring post-op. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturing number 3006705815-2021-01402.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing number: 3006705815-2021-01402. It was reported that the patient was experiencing headaches and vomiting. The trial leads were pulled from the patient on (B)(6) 2021 and the symptoms were no longer occurring post-op.